Event description:
It was reported that the colonovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing and results are still pending. The investigation is ongoing and follow up with the customer is currently being performed. After culture testing, the device will be evaluated. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additionally, to provide additional information provided through follow up (b5), to provide culture results, and to provide an update to fields (d8, d9, h3, and h4). The device was evaluated by olympus, and no bacteria were detected in culture test performed by the third-party labs. Additionally, there were non-reportable (non-pae) defects noted. The customer provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2024. Sampling from: unknown cfu: <5cfu/100ml bacterial identification: unknown sampling from: auxiliary water channel cfu: <5cfu/100ml bacterial identification: unknown sampling from: biopsy channel/suction channel cfu: >25cfu/100ml bacterial identification: enterobacteria sampling from: air/water channel cfu: <5cfu/100ml bacterial identification: unknown olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2024 sampling from: all channels cfu: <1cfu/endoscope bacterial identification: n/a a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the user did not provide the information on reprocessing steps. Therefore, olympus was not able to judge the relationship between the subject device and the event from the following investigation results, and a specific root cause of the reported event could not be specified. The event can be prevented by following the instructions for use which state: ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ olympus will continue to monitor field performance for this device.

Event description:
It was reported that the sample was taken after storage. The device was reprocessed three times before sampling and after the positive culture was observed the subject device was quarantined.